Event description:
It was reported that the ventilator alarmed for high oxygen concentration when the equipment had been used for a period of time. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for high oxygen concentration when the equipment had been used for a period of time. The ventilator was investigated on site by our field service engineer (fse). The o2 gas module was replaced and returned for further investigation. The returned o2 gas module was installed in a ventilator and the machine passed the performed pre-use checks without any failure. No abnormal found during ventilation for 2 days. Our investigation has concluded that the reported problem could not be reproduced at the manufacturer site. Therefore, the root cause cannot be established.

Event description:
Manufacturer ref.#: (B)(4).